Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/10/2020.

Event description:
The customer reported the ventilator produced the "machine and proximal pressure sensors failed" diagnostic code and the unit was inoperable when it was powered on in order to perform pre-delivery check. There was no patient involvement.